Event description:
Resident was being transported via wheelchair to the dining room by the nursing assistant. Nursing assistant heard a "cracking" sound from the wheelchair. The plastic spokes on both front small wheels of the wheelchair broke causing the wheels to collapse and the resident to fall forward out of the chair to the floor. The resident sustained numerous superficial abrasions including forehead, right shoulder, right elbow, right knee and left thumb. Resident was sent to the emergency room for evaluation x-rays revealed an undisplaced right radial head (elbow) fracture. Skull x-ray was negative.